Manufacturer narrative:
An event of material deformation and leaflet incomplete coaptation during implant was reported. The device was returned to abbott for investigation. The investigation found that all three leaflets were mobile, were intact and flexible with no tears/hole. No anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The reported event material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2026, a 21mm epic plus supra valve was chosen for a procedure. During implantation, it was clearly evident that one flap appeared to have been sewn or folded, resulting in a distinct asymmetry in flap movement and consequently unsatisfactory flap function. The valve got explanted and a non-abbott valve was implanted while the patient on bypass. There was some delay in the procedure but no patient complications. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.